Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulator had moved in the pt's body and felt closer to the surface of the pt's skin. There were coupling and/or communication issues with the recharger and the stimulator, but the pt could communicate with the stimulator using the pt programmer. Diagnostics were done and the stimulator system was working properly. The pt went to a surgeon for advice on a pocket revision, and the surgeon performed a revision approximately 5 months later. The pt was able to recharge successfully, and the pt was receiving stimulation.